Event description:
The customer reported being hospitalized due to low blood glucose of 22mg/dl. The customer had any concerns with the insulin pump and declined to troubleshoot. The customer stated that he was disconnected during the infusion set change, and his glucose level at bedtime was 147mg/dl. The customer was treated with food at the hospital and his glucose level went up to 268mg/dl. No further information was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.